Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a 34-year-old female. Laparoscopic myomectomy was performed to the patient in hospital on (B)(6) 2023. The surgeon used sxpp1a401 to perform the uterine tissue sewing in a continuous suturing manner (the specific suturing tissue level was unknown). During the sewing, the needle broke (the specific length of the broken end of the needle was unknown). The surgeon looked for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 20 minutes. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and barbed suture was used. The needle broke when the surgeon attempted to sew the uterus. The integrity of the needle was immediately checked and the needle was replaced. The surgery went smoothly and the patient returned to the ward safely. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * did the needle fall into the patient? If yes, * was the needle piece removed from the patient during the same procedure? * were x-rays taken to locate the needle? * was any other tissue damaged as a result of searching the needle? * what measures were taken to retrieved the broken piece? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.